Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that during dental implant installation, 65 ncm of primary stability was achieved. He decided to remove the implant and pass one more drill, but the connection broke inside the implant which could not be used anymore. There is no information about implant replacement.